Event description:
It was confirmed that the cardiomems sensor remains within the left pulmonary artery at the implant location and review of follow up readings confirm the waveforms are normal. The site trended the data and will continue to use the cardiomems to monitor and treat the patient. The patient weight was not able to be provided by the clinic.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.